Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg ii quant results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 27520fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 27520fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported negative igg ii results of 1.0 and 4.0 au/ml for one patient when testing was performed on the (B)(6) 2021 with architect sars-cov-2 igg ii quant, lot number 27520fn00. It was reported that the patient was infected with covid-19 in (B)(6), however it is unknown if the patient had a positive pcr test in (B)(6). The patient tested positive for igm (5.2 index) in (B)(6) 2021 and it was also reported that it is unclear if the patient is currently infected. Testing was performed at a commercial laboratory and no other patient information could be provided. In this case, no patient information could be provided. It could not be confirmed if the patient tested pcr positive for covid-19 in (B)(6) 2021. The patient also tested positive for igm which could indicate a recent infection. Per the limitations of the procedure section of the package insert, immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Per the clinical performance section of the package insert, the assay sensitivity (ppa) at = 15 days post-symptom onset is 99.37% (95 % ci 96.50, 99.97). When immunocompromised specimens were included in the assessment, the observed ppa at = 15 days post-symptom onset was 97.02% (95% ci: 93.22, 98.72). Per product labeling, specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show either falsely elevated or depressed values when tested with assay kits such as sars-cov-2 igg ii quant that employ mouse monoclonal antibodies. Rheumatoid factor (rf) in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. Based on the investigation, architect sars-cov-2 igg ii quant reagent, lot number 27520fn00, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06s60-23, that has a similar product distributed in the us, list number 06s60-20.

Event description:
The customer observed false negative sars-cov-2 igg ii quant results for one patient, who was infected with covid-19 in (B)(6), on an architect i2000 analyzer. The following data was provided (<50.0 au/ml is negative, >/=50.0 au/ml is positive): initial result, on (B)(6) 2021, was 1.0, repeat was 4.0 au/ml; sars-cov-2 igm result was 5.2 index(s/c), which is positive. It was noted that the customer is not questioning the igm result. There was no impact to patient management reported.